Event description:
Report received of the pump failing to detect proximal occlusion. There were no reports of any pt events while the pump was in clinical use. Though requested, no additional info was provided.